Event description:
Pump declared an altitude alarm. Blood glucose level did not exceed 500 mg/dl. Caller was able to resume insulin with original cartridge after receiving tips to prevent altitude alarms and understanding them.